Event description:
It was reported during a routine office visit, that this right ventricular (rv) lead exhibited high thresholds, loss of capture and undersensing. Impedances are within normal range, and there is no noise. In clinic x-ray imaging did not reveal any abnormalities. A technical service consultant reviewed the available device data and recommended an ultrasound imaging. The rv lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.